Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10062818 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris pump module blood infusion set had leakage. The following information was provided by the initial reporter: reporting quality issue with blood administration set for bd tracking. Two events of same failure 4/30/26 and 5/1/26. Leaking noted upon set up for blood product administration. Leak noted at connection of white plastic bag spike and the blood tubing. New set up required. Resulted in loss of blood product and reduction of volume for patient. Products, packaging, and lot numbers not available. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No injury to patients. Resulted in delay of treatment for one patient and discontinuation of treatment for another.